Event description:
The patient had knee instability and the cause is unknown. The surgeon also found signs of an infection, so at about 6 months post primary he performed a washout and upsized the poly for increased stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 november 2025: lot 2422807: (B)(4) items manufactured and released on 03-oct-2024. Expiration date: 2029-sept-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review, considering infection and knee instability. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.